Manufacturer narrative:
Date rec¿d by MFR: date received by manufacturer was corrected.

Manufacturer narrative:
One 4.5mm twinfix ultra pk anchor assembly was returned for evaluation. Visual assessment of the device confirmed the reported complaint of breakage. The anchor is cracked in multiple locations along its length. The anchor, suture, and inserter are soiled with human matter indicating it was used in the patient. Removal of the anchor from the inserter showed the inserters tines are bent. The condition of the device indicates it was attempted to be used and that excessive force was applied to the anchor during use. Per the device instructions for use under precautions ¿use of excessive force during insertion can cause the failure of the suture anchor or insertion device. A two-finger ao technique should be used to insert the anchor. If more torque is required to insert the anchor, stop and ensure that the hole size and depth are correct for the bone conditions encountered. It may be necessary to reduce the anchor size or increase the hole size to achieve optimal insertion force¿. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during a shoulder rotator cuff slap repair surgery, the anchor was found to be cracked when the product was opened. The product was not used in the patient. No patient injuries reported. A back-up device was available to complete the surgery. Unknown if there was a delay. Investigation results have concluded that the anchor was actually cracked and it was attempted to be used in the patient, which makes it a reportable event. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.